Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the air/water nozzle appeared to be a white fibrous material, but otherwise could not be identified. The root cause of the issue could not be determined, as there was no device deformation that could result in the retention of foreign material and no additional event/device reprocessing information was reported or available. The event may be detected/prevented by following the instructions for use sections below: ¿gif/cf/pcf-290 series operation manual includes the detection way at chapter 3 preparation and inspection¿. ¿gif/cf/pcf-290 series reprocessing manual includes the preventive measures at chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to b5, the light cover glasses were cracked and the adhesive worn, the optical cover glass was scratched and the adhesive worn, the distal end cap and adhesive was worn, the insertion tube bending section cover was worn and delamination was evident, the control bod left/right brake knob was damaged, marks on the image and uneven illumination, the down/left angle not to specification, the up/down/left/right angle play evident, electrical safety test not to specification, and air/water flow not to specification. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during reprocessing they observed an angulation malfunction. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: foreign material in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material in the nozzle).